Manufacturer narrative:
This product is not marketed in the u.s. Device evaluation: lens was returned dry, in lens case/vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens was within specification. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -9.5 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to excessive vaulting and felt pressure and weariness at the right side. The lens was exchanged and resolved the excessive vaulting. Anterior chamber irrigation/evacuation of remaining visco/fluids was performed and intraocular injection (medication) was given. During the patient's last visit on (B)(6) 2016, uncorrected visual acuity (ucva) was 20/25.